Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. Physio-control evaluated the customers device and was unable to duplicate or verify the reported issue. Physio-control replaced the devices main keypad assembly as a precaution. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device was being used during a code on a patient (no patient information available) when caregivers attempted to deliver a shock at 360joules. Upon pushing the shock button, nothing happened per report. Caregivers powered the device off and on, then utilized the device again and it performed properly. Caregivers delivered appropriate shock to patient and was successfully resuscitated. Upon evaluation of the customer's device, the customer observed an event code logged in the device's memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy. The issue is patient related and was reported to have delayed defibrillation for an unknown time.